Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred during right inferior pulmonary vein (ripv) ablation. A double-stop was performed. The pnp did not recover so the case was switched to radiofrequency ablation. The case was completed with radiofrequency. No further patient complications have been reported as a result of this event.